Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to the hospital due to high blood glucose which was caused by the infusion set coming off event on (B)(6) 2026. The high blood glucose had been treated with multiple daily injection and the insertion site was abdomen.